Event description:
The cardiologist was using the fetch aspiration catheter to aspirate thrombus in the patient's right coronary artery during a stemi in the cath lab. He was removing the catheter and the device severed during removal, leaving a portion on the coronary guide wire. The physician removed the wire and retrieved the severed portion of the catheter without any incident.